Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "infection" and "cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed.

Event description:
Healthcare professional reported patient was injected with unk dermal filler. Patient "ended up with an infection and cellulitis and was admitted to hospital had IV antibiotics and eventually was discharged". Symptoms are resolved.